Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
The diagnostic catheter separated inside the pt. The report received indicated that during a cardiac catheterization, a 4f sheath introducer was in place in the right common femoral artery and then a diagnostic catheter was advanced. After torquing the device, the physician attempted to engage the vessel; however, was unable to place the catheter. Consequently, the physician decided to remove the catheter from the pt. It was noted that when the catheter was being removed, the physician encountered moderate resistance within the sheath, probably due to a kink in the sheath. As the physician attempted to withdraw the catheter, the separation occurred inside the sheath. The device separated at approx the mid segment. There was no pt injury reported. Further information indicated, the physician did not use excessive force while removing the catheter or at any time during the procedure.